Event description:
The account alleged that when the brake is set the brake casters will not roll but the brake casters will still rotate. No injury reported.

Manufacturer narrative:
The account replaced the brake casters and that has resolved the issue.